Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported "powers off intermittently", which was not reproduced. A review of the event history log identified multiple presence of 'improper shutdown!'. The reported condition was verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off intermittently. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.